Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up. On (B)(6) 2010, the customer reported to philips that replacing the control pca resolved the power failure. As of 11/22/2010, there have been no further reports from this customer concerning this failure with this device. The unit remains at the customer site.